Manufacturer narrative:
Batch review performed on 22-aug-2022: lot 2101922: (B)(4) items manufactured and released on 25-mar-2021. Expiration date: 2026-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional components involved: gmk-sphere 02.07.1202l tibial tray fixed cemented size 2 l (k090988) lot 2008493: (B)(4) items manufactured and released on 03-dec-2020. Expiration date: 2025-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.12.e001rp patella resurfacing size 1 e-cross (k202022) lot 2002542: (B)(4) items manufactured and released on 03-jul-2020. Expiration date: 2025-06-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.12.e0210fl tibial insert fixed sphere flex size 2/10 mm l e-cross (k202022) lot 2012370: (B)(4) items manufactured and released on 13-jan-2021. Expiration date: 2025-12-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 9 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.